Event description:
Suture was breaking in his hands prior to use. Customer alleges no adverse consequence to the pt. Outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.